Event description:
On (B)(6) 2012, the pt underwent coil embolization of the left internal iliac artery prior to endovascular treatment for an abdominal aortic aneurysm. A gore introducer sheath was used to advance a gore excluder aaa endoprosthesis featuring the gore c3 delivery system. The device was brought up the left side and tracked outside the sheath. The physician then tried to pull the endoprosthesis back inside the sheath when he noticed the sheath was twisted and curved. The physician chose to change out the sheath, and the sheath and the excluder were removed together. A new sheath of the same lot was taken out of the package, but found to be damaged as well, with a curve in the middle. A third sheath of the same lot as the first two, was opened and reported to be fine. The endoprosthesis was then removed from the first sheath and upon examination found to have been torn. The device was discarded at the site and the procedure was concluded with no device having been implanted. It was reported that the physician encountered resistance when advancing the endoprosthesis throughout the sheath. The pt was reported to have a neck angle of approximately 30 degrees and tortuous iliac arteries. On (B)(6) 2012, the pt was brought back for treatment of the aneurysm, and successfully implanted with gore excluder aaa endoprosthesis without incident.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis, instructions for use specifies: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking into position. Do not attempt to withdraw any undeployed endoprosthesis through the 12 fr, 18 fr or 20 fr introducer sheath. The sheath and catheter must be removed together. Additional considerations for pt selection include but are not limited to: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and a 12 fr, 18 fr, or 20 fr vascular introducer sheath with an outer delivery profile of 5.0 mm or 7.6 mm respectively.